Event description:
It was reported that the patient's pacemaker had a header connection anomaly. The physician explanted the device and replaced it with a new one. The patient was in stable condition.

Manufacturer narrative:
Correction section b5 : the device details was corrected from "implantable cardioverter defibrillator (ICD)" to "pacemaker". Correction section a2 : age corrected reflecting the age of patient on day of event.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a header connection anomaly. The physician explanted the device and replaced it with a new one. The patient was in stable condition.